Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: it was reported that during a total hip replacement (thr) surgery the threaded rod broke while it was connected to the implant. The surgeon could not get it off so he had to saw off the plastic neck guide and use a metal cutting burr to remove the inserter. It is unknown if there was any delay. The device, intended for use in treatment, was returned for evaluation. Upon visual inspection, the reported failure could be confirmed and the distal tip of the inner rod appears to be fractured. The location of the threaded tip, which was fractured, remains unknown as it was returned. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 13 additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the available information and the performed investigation, the complaint can be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event (fracture of the threaded tip). According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed. The returned complaint sample will be scrapped.

Event description:
It was reported that during a thr surgery the threaded rod broke while it was connected to the implant. The surgeon could not get it off so he had to saw off the plastic neck guide and use a metal cutting burr to remove the inserter. It is unknown if there was any delay.